Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka, the patient presented instability, after that patient's lgn ps high flex xlpe sz 5-6 9mm post broke off due to pickleball or other activity related. This adverse event was solved by revision surgery on (B)(6) 2025 in which the lgn ps high flex xlpe sz 5-6 9mm was explanted and changed. Upon entering the joint, the post was sheared off and located in the ps box region. The current patient's status is unknown. No further complications were reported.

Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is fractured along the post. The clinical/medical investigation concluded that, the instability and need for revision surgery were definitively caused by trauma or extreme positioning during activities like pickleball. The broken post found in the ps box region confirms that the physical stress from these activities led to the failure of the implant. While the revision surgery addressed the immediate issue, the broader impact on the patient's health and mobility beyond this procedure could not be determined. Factors such as the patient's recovery, future activity levels, and overall knee function remain uncertain. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing , part configuration must be compared to print and shall be verified that the part is free of any damaged areas. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.